Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump exhibited an unresponsive sleep/wake button and intermittent screen activation issues since initial training, prompting provision of a replacement device. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included continued diabetes management without alerts or alarms and the ability to continue cgm monitoring with the dexcom app or receiver. Investigation included remote troubleshooting and coordination for device replacement with user guidance on data synchronization and shutdown procedures. Investigation of this device revealed a hardware malfunction of the user interface controls, specifically the wake button and display functionality, consistent with a device component failure of the front-panel controls or display subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device component failure not attributable to user error.